Event description:
It was reported that the generator was not working and had a damaged faceplate. There were no case details available.

Manufacturer narrative:
Eval summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer's complaint and found the bezel ready light was not functional and the unit didn't leave test mode with all hand pieces. To correct the complaint, the analysis site replaced the bezel and the main pcb. Per service manual performed calibration and test with no functional faults found. As part of the standard service process changed the eprom version. Complaint info is trended on a regular basis to determine if further investigation is warranted.